Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had missing segments due to a cracked connector on the display board. The insulin pump was received with minor scratches on the display window, a cracked case at the reservoir tube window corners, cracked battery tube threads and a broken belt clip slot.

Event description:
Customer's mother reported a blank horizontal line on her son's insulin pump. The customer's blood glucose was unknown. The mother stated she could only see the top and bottom of his screen. The mother also reported her son falling on his side. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.